Event description:
It was further reported that during the procedure preparation, it was impossible to retrieve the product from the carrier hoop. No patient was involved in this event.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unspecified procedure, a catheter breakage occurred. While removing the catheter from the sheath, it was impossible to get it out and then it broke apart. The location of the break is unknown. Additional information has been requested and is not available.